Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "the hcp noticed leakage of urine upon receipt of sample."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. The hemogard closure assemblies were correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to leakage due to stopper pop off as all samples met specifications. There was no evidence of the hemogard closure assembly being loose or separating during or after the functional draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of leakage due to stopper pop off based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.